Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy was not working. An intuitive surgical, inc. (Isi) clinical territory associate (cta) informed that the staff had unplugged and reseated the cables with no resolve. The erbe was power cycled, but the issue persisted. The staff swapped out the vision side cart (vsc) to resolve and proceed. Technical support was unable to view the live logs because the system was offline. The logs from the day before did not show related errors. The procedure was completed with no reported injury. Isi completed customer follow-up and obtained the following information: after swapping to another vsc, the procedure was completed as planned without any injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe because the bipolar port was not working. The system was tested and verified as ready for use. The erbe is pending return to isi for evaluation. A review of the site's complaint history revealed there was a multiple occurrences bipolar energy activation issues with the same erbe. Verification of the event details could not be performed via the system logs because the system was not connected to the network. This complaint is considered a reportable event due to the following conclusion: the customer aborted to a backup vision side cart (vsc) after the start of the procedure due to being unable to activate bipolar energy. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.